Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 205445, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had an epidural hematoma. Symptoms were weakness and numbness on patients lower extremity. It was unknown what was the cause of hematoma. The patient underwent an explant procedure and was doing well postoperatively.